Event description:
Boston scientific received information that this right atrial (ra) lead was fractured and did not deliver required pacing and was not pacing at expected rate. The lead also exhibited non-detection, high, out-of-range pacing impedance measurements greater than 2, 000 ohms, and loss of capture with asystole less than 2 seconds. A surgical intervention was performed. The lead was explanted and replaced. It was reported that all except the bipolar lead tip was removed. The physician felt that the remaining portion of the lead was stable and posed no additional risk to the patient. The device was replaced as well for an upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead confirmed that the lead was fractured 157 millimeters from the terminal tip. The lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented. Furthermore, based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.